Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged as noted by high pacing threshold. The physician decided not to reposition this lead as per additional information, the sensing was still functional. Instead the device was re-programmed. Additional information indicates that there were no noisy signals observed. The lead remains in service. No adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.